Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 448 mg/dl while wearing the pod between 5 and 24 hours. The patient was not feeling well and began vomiting and went to the hospital. When they arrived, the pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. At the hospital, the patient was diagnosed with diabetic ketoacidosis. As treatment, the patient was given insulin pens to treat the high bgs and a new pod was placed. The patient was discharged after 2 days. The pod has been discarded.